Event description:
(B)(4). This device case, which does not include an adverse event, reported by a consumer who contacted the company to report a product complaint, concerns a patient of unknown age, gender, and ethnicity. The patient used an unspecified medication for an unspecified indication. On (B)(6) 2012, the humapen memoir burgundy luxura reusable device was returned to the company. The display showed missing segments in the dose number fields . It was unknown if the patient was the user of the device and how long the device had been used. The training status was unknown. This report was associated with product complaint (B)(4) / lot number 0805c04. Update (B)(6) 2012: additional information was received from the global product complaint database on (B)(6) 2012: added the device specific safety summary to the product tab, updated the EU/ca fields and the medwatch fields.

Event description:
Lilly case ID: (B)(4). This device case, which does not include an adverse event, reported by a consumer who contacted the company to report a product complaint, concerns a patient of unknown age, gender, and ethnicity. The patient used an unspecified medication for an unspecified indication. On (B)(4) 2012, the humapen memoir burgundy luxura reusable device was returned to the company. The display showed missing segments in the dose number fields . It was unknown if the patient was the user of the device and how long the device had been used. The training status was unknown. (B)(4) / lot number 0805c04.

Manufacturer narrative:
No further follow up is planned. Narrative field: new, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(6) 2012. Evaluation summary a consumer reported that a humapen memoir device display showed missing segments in the dose number field. Investigation of the returned device (batch 0805c04, manufactured may 2008) found missing segments in the display dose numbers. The root cause was determined to be ingress by an unknown liquid with a contributing factor of a cracked lcd interconnecting cable. This caused damage resulting in rust, residue and corrosion in several locations in the device. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs that if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact lilly or your healthcare professional. A corrective action was implemented in q1 2012 beginning with batch 1109c01 to redesign the flexible circuit board to improve the protection of electronic components against moisture ingress. A corrective action was implemented in q3 2010 beginning with batch 1007c01 in which an additional on-line control station was added to further improve detection of missing segments. In addition, a corrective action was implemented in q1 2012 beginning with batch 1109c01 to replace the existing memoir lcd cable to improve the lcd cable robustness and to enhance controls of the cable bonding process to the lcd unit. Improper use and storage - the type of liquid is unknown. Therefore, the malfunction cannot be attributed to improper use or storage.

Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. A follow-up report will be submitted when the final evaluation is completed.